Event description:
Upon removal of bolt from the pt's head, the plastic wing nuts broke off the bolt. The pt was not injured but the situation required intervention to remove the metal bolt from the pt's skull.